Event description:
It was reported that during a splenectomy procedure that the tech inserted the battery and received the haptic feedback then added the reload. The device was then handed off to the surgeon and when the surgeon attempted to fire the device across the splenic artery the device did not fire. No staples were deployed and the knife did not cut. The device was opened and removed from the patient. Surgeon then used a competitor's stapler to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. D4: batch # 715c41. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with the anvil knife slot damaged and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. The device event log was reviewed. A manufacturing process issue occurred after completing final inspection. This results in the device being unable to fire the first time that it is fully clamped. The device can recover from this state by re-clamping the device with the battery installed. The device event log was reviewed and showed that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. Additionally, the event log showed that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The log indicates that in the force to fire vs. Position graph in the event log, there was force exceeding (B)(6). Based on the available information, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 715c41, and no non-conformances were identified.